Manufacturer narrative:
Beckman coulter field application specialist (fas) assisted the customer with the immage analyzer. Fas advised customer to dilute the sample. The customer diluted the sample and obtained results considered correct. Fas did could not identify a failure mode. No parts were replaced. There is no evidence of a system malfunction. Section e1, initial reporter telephone number is (B)(6) the beckman coulter internal identifier is (B)(4)..

Event description:
The customer reported the generation of a false low rheumatoid factor (rf) patient result on their immage 800 analyzer. The customer reported that there was a delay in patient treatment. No further information was provided. There was no report of harm to the patient. The customer provided data for one patient.